Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged the cannula of the infusion set was defective. The reporter noticed the cannula was flat against the patient's skin and it wasn't inserted into the patient's body. The reporter alleged the cannula did not extend when loading it into the insertion device. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.